Manufacturer narrative:
Reported event was confirmed through receipt of operative notes. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, patient was revised due to gross instability with complete failure and subsistence of the tibia component. It was further noted that the patient had bone loss. All components were removed and replaced with competitor products.

Manufacturer narrative:
Medical devices: natural tibia trabecular metal two-peg porous fixed bearing left size g, catalog # 42530007901, lot # 62463690; femur trabecular metal cruciate retaining (cr) standard porous, catalog # 42502807001, lot # 62763706. Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left total knee arthroplasty. Subsequently, patient was revised due to gross instability with complete failure and subsistence of the tibia component.